Manufacturer narrative:
(B)(4). Lot # and device manufacture date: lot number: 150311, 150609; manufacturing date: 03/11/2015, 06/09/2015; quantity affected: 2, 2. Method: the four complaint mr290v vented autofeed humidification chambers were returned to fph in (B)(4) and were visually inspected. Results: visual inspection revealed that all returned chambers sustained cracks along the base of the chamber dome. Residue was also found on all chamber domes. Smeared prints were also observed on the domes of the chambers with lot number 150609. A lot check revealed no other complaints of this nature for lot numbers 150311 and 150609. Conclusion:the nature of the cracking, residue and smeared prints suggest that the damage was caused by the chambers coming into contact with a solution containing ethanol/alcohol, which has resulted in environmental stress cracking of the chamber domes. Every mr290 chamber is pressure tested to 200 cmh2o following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "maximum operating pressure: 8 kpa." Our monitoring and trending of complaints involving environmental stress cracking in mr290 chambers has a rate of occurrence of 9 devices per million sold worldwide in the last year to the end of august 2015.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that four mr290v vented autofeed humidification chambers were found cracked during use. No patient consequence was reported.